Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the revision surgery. (B)(6). (B)(4). The removed part of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with symptomatic stage ii cystocele, symptomatic stage ii rectocele, symptomatic stage ii uterine prolapse, subserosal and intramural uterine leiomyomata, and mixed urinary incontinence. On (B)(6) 2017, the patient was implanted with an advantage fit system during an pelvic examination under anesthesia, transvaginal hysterectomy, high uterosacral ligament suspension, anterior colporrhaphy, posterior colporrhaphy, excision of enterocele sac, midurethral sling via the retropubic route of the bostons scientific advantage fit polypropylene side, and cystoscopy procedure. The procedure was completed with no complications. The patient was reported to be in good and stable condition when transferred to the recovery room after the procedure. On (B)(6) 2017, the patient underwent limited excision of midurethral synthetic sling mesh due to mesh exposure. Reportedly, the patient had an evidence of mesh exposure following a retropubic sling implant and desired to have the exposed component of the sling removed. Even so, the sling was controlling her stress urinary incontinence very well. During speculum examination, it showed evidence of less than 0.5 cm of exposure. The patient was a smoker and had been advised to avoid it. The patient was in good and stable condition when taken to the recovery room after the procedure.